Event description:
It was reported that the controller returned alongside the pump after it was exchanged. Related MFR # 2916596-2022-16149.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the system controller (B)(4) was returned for evaluation. The controller returned with vad-17819 following the patient¿s pump exchange on (B)(6) 2022 for a suspected driveline issue. The returned system controller was functionally tested and was found to properly operate during the analysis. The device passed the functional test, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the event history. As a result, the root cause of the reported event could not be correlated to the returned system controller (B)(4). There was incidental finding of increased resistance during resistance testing concerning for early stage conductor breakdown. Yellow wrench alarms corresponding to driveline fault were captured on (B)(6) 2022. The heartmate ii patient handbook and the heartmate ii instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow hazard alarm conditions and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Device history record was reviewed. The device was manufactured in accordance with mfg and qa specifications. Heartmate ii system controller serial number (B)(4) was shipped to the customer on 16nov2015. No further information was provided. The manufacturer is closing the file on this event.